Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed, 6x3.0mm, eccentric, de-novo target lesion contained >45 and <90 degree degree bend and was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. Following predilatation, an 8 x 2.25mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician opted to remove the stent. Upon device removal, the stent scratched the curve of the vessel and the stent was almost dislodged. The device was removed with the stent still mounted on the delivery balloon; however, the physician noted that the stent was a little bit displaced. The physician performed a low-press inflation to remove the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Solidified media was present inside the balloon chamber which suggests that the device was prepped for use. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found a mid-shaft kink proximal to the port bond skive. The damage evident is consistent with resistance been experienced during removal of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that it is inadvisable to use this product on "highly tortuous anatomy." (B)(4).